Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event date was not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on an unknown date with a nasopharyngeal sample. Earlier the same day, testing was performed using antigen quantitative lumipulse with a nasopharyngeal sample and generated a negative result. The customer reported the patient had no symptoms. No additional information including patient details about treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on an unknown date with a nasopharyngeal sample. Earlier the same day, testing was performed using antigen quantitative lumipulse with a nasopharyngeal sample and generated a negative result. The customer reported the patient had no symptoms. No additional information including patient details about treatment and outcome was provided.